Event description:
A malfunction alarm was reported by the distributor (B)(4) on october 17, 2025. No adverse impact to the customer¿s blood glucose level was noted as it did not exceed 500 mg/dl. Technical support confirmed the shipping address and instructed the caller to put the pump into storage mode before returning it via a pre-paid label within ten days. The customer acknowledged understanding, planned to use mdi as backup therapy, and would receive a replacement pump.